Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10), provide the date received by manufacturer (see section g4), update type of report (see section g7), provide type of report (see section h2), update device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see section h6), and provide the investigation results (see section h10). The device referenced in this report was returned to siemens for evaluation. During visual inspection a dent on articulation sleeve area was noticed. System test showed no significant image problem. Deso (dead element short open) / lens echo / pulse echo test was completed and deso test passed but le/pe tests failed (dead subarray). Ict (inter-connectivity test was also performed and failed. Factory leakage test passed at full level. There was no physical hole. It was found vtgc-(gf#6) gnd short at cable level which could lead to system error and image problem. Electrical short was confirmed by multimeter tester. The possible root cause of the reported device: raw cable kink and coax sheath worn out during bent and twisted because of manufacturing process variance and/or insufficient cable mechanical reliability. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Z6ms procedure was aborted due to poor image quality. The investigation is in process.

Event description:
Additional information was received and it was reported that a transesophageal echocardiography (tee) had to be aborted in the middle of the study due to poor image quality. The patient was reportedly re-intubated and rescanned on a different but similar system to repeat and complete the tee. Only a minor delay was reported in completing the study. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide additional initial reporter information (see section e1), update device evaluated by manufacturer (see section h3), correct the device code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.